Event description:
Additional information received. Patient reported device needed reprogramming, patient indicated issue somewhat resolved. They still had some pain occasionally.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2023, information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was caller reported that they are not able to increase their stimulation and getting "settings not available" message today. Pt stated their leg is hurting and therapy is not able to provide relief (pt stated intensity was set at 2.5 but is now 0.9 and cannot increase anymore). Pt stated they have had no falls, reprogramming, or x-rays done recently. Agent recommended to connect with hcp and mdt rep to go over settings not available message. Pt also reported that they will see a "charging stopped" message when charging the implant on the controller since maybe a few weeks ago even when pt is not moving during a charge session. Pt noted no damage to controller port or rtm cord and was sent a new charging paddle a few months ago (rtg0474434). Pt noted the controller is at 100% and ins is at 40%. Agent reviewed that controller is working as intended. Pt stated they do not have time to troubleshoot charging today and would call back if necessary. Agent recommended pt to monitor device and can call back if needed. On 2023-dec-05, additional information was received from the manufacturer representative (rep) reporting that they met with pt today because pt was seeing "settings not available" for past week on their remote. Per impedances today, electrode #10 is >40k and others normal range (other pairs that are slightly elevated are 0/9=2,000; 9/13 = 2 ,490; 13/14 = in the 2,000's and 11/13=880. Pt had been programmed to 11/13 per caller so it's unclear why pt was seeing "settings not available". Caller switched programming to other lead and was able to recapture coverage and pt was able to increase and decrease stim successfully.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.